Event description:
This procedure was performed in the right renal artery: the stent dislodged from the balloon delivery catheter. Physician had to retrieve with snare but the proximal end of the stent was flared so it would not retract back into the end of the catheter. Stent was then retracted to the left groin and the pt went to the or for a cut down to remove stent.